Event description:
The lead was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead in segments was returned and analyzed. Analysis results revealed the outer insulation breached due to environmental stress cracks. Blood was present in/on the helix mechanism and its sleeve head. The inner insulation exhibited cosmetic metal ion oxidation. The outer insulation exhibited cosmetic metal ion oxidation and environmental stress cracks. There was a white substance and a cosmetic depression on the outer insulation.